Event description:
The report received from another country indicated that a pt had a thrombotic event 27 months after three cypher stents were implanted. The main indication for the procedure was acute myocardial infarction. The target vessel was the right coronary artery (rca) and the lesion extended from the mid rca to the distal rca. The vessel was restenotic with two bare metal stents; a 3.0x15mm and a 4.0x24mm driver stents. The lesion was described as 3.5x50mm, concentric, calcified with flexion and a type c classification. Pre-dilation was conducted with a balloon an unk 3.0x15mm at 20atm for 30 seconds. A 3.0x18mm cypher was implanted at 20atm for 30 seconds at the target lesion. A second 3.5x23 mm cypher was implanted at 22atm for 30 seconds at the proximal end of the first cypher, and the third 3.5x18mm cypher was implanted at 22atm for 10 seconds at the proximal end of the second cypher. All three cypher stents were overlapping. Post-dilation was conducted with a balloon with an unk 4.0x8mm balloon at 16atm for 30 seconds. Timi flow before the procedure was 0 and 3 after the procedure. Intravascular ultrasound was conducted. Residual stenosis was zero after the procedure. Act was not measured. Twenty-seven weeks later the pt complained of chest pain and visited the hosp. Coronary angiogram showed a thrombus extending from proximal to the interior of the cypher stents implanted at the mid and distal rca. Thrombus aspiration was conducted at the mid rca and the distal rca was treated by balloon angioplasty with a 3.5x15mm maverick balloon catheter. An intra aortic balloon pump was inserted. According to the physician, the cypher stent may have thrombosed because it was implanted to treat an instent restenosis and also because the pt was a dialysis pt.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. This is one of three products involved in the same pt reported under mfg numbers 9616099-2008-00158, 9616099-2008-00159 and 9616099-2008-00160. Additional info will be submitted within 30 days upon receipt.